Event description:
The patient contacted animas on (B)(6) 2012 reporting blood glucose levels as high as 25 mmol/l with symptoms of fatigue, nausea, vomiting, abdominal cramps, severe thirst, and freq urinations. The patient confirmed that there were no abnormalities noted at the site. The patient reported that a health care professional provided a demo pump and made adjustments to the insulin regimen and blood glucose levels resolved to normal. The health care professional reportedly felt that the event was related to an issue with the pump. The patient confirmed that all of the pump settings were correct. The review of the pump total daily dose history indicated no delivery from 12am to 4am but the patient stated that the pump was not in suspend or turned off at that time. All other pump entries were consistent with the basal program. There were no relevant alarms in the pump history. This report is made based on the allegation that the patient experienced hyperglycemia with an allegation that the pump may not have been delivering correctly.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the black box and download history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.